Event description:
Sorin group (B)(4) received a report that the s3 double head pump stopped during a procedure. The clinician powered cycled the pump and functionality was restored. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufacturers the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump stopped during a procedure. The clinician powered cycled the pump and functionality was restored. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.